Manufacturer narrative:
The device was returned to olympus and the evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the camera head had an image problem. It failed to connect to processor, no error codes displayed, and only color bars showed when plugged in. The issue occurred during preparation for use and the unspecified therapeutic procedure was completed using a similar device. There was no delay or report of patient harm.

Manufacturer narrative:
Updated fields: h3 device evaluated by mfg., h3-evaluation summary attached, h4. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer's allegation was confirmed, due to faulty charge-coupled device (ccd). Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review was completed, and no issues were identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the camera head had an image problem. It failed to connect to processor, no error codes displayed, and only color bars showed when plugged in. The issue occurred during preparation for use and the unspecified therapeutic procedure was completed using a similar device. There was no delay or report of patient harm.